Event description:
Reporter alleged passing out at 1:30 in the doctors office for a routine appointment after an earlier glucose device reading of 154 mg/dl. Reporter stated doctor's meter read 46 mg/dl and emergency medical systems (ems) was called, was given a dextrose IV about 10 minutes later before transporting her to the hospital. It was reported the hospital meter read in the 500's mg/dl and was then treated with 5 units of insulin to decrease glucose level. No control testing was reportedly performed. A request was made for the return of the suspect device and replacement product was sent.